Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the board inside the operation unit is broken due to stress during use, external factors, or handling, or the board inside the video connector, or a problem on the system side. The inspection method for the event is described as follows in the operation manual (operation) "chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had no image during angulation, but the image did return when not angulating the scope. The issue was found during when preparing the scope for use in a therapeutic procedure. The procedure was completed using the same set of equipment without any delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The issue was unable to be replicated. Evaluation did find the video connector case was deformed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.